Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage.(B)(4)

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it failed to complete its internal self-test.the device was not in use when the fault occurred, therefore, there was no patient involvement.